Event description:
Pt reported that no catalog number was printed on the test strip vial. Additionally, the pt reported that the printed lot number contained 9 digits; however, all lot numbers for this strips type are 6 digits. Pt noted that the ink on the vial did not appear to be smeared. No pt injury was reported. Techincal support requested the return of the suspect product and replacement product was shipped.